Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 10 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system was producing pump stoppage and low speed advisory alarms. The patient had received a percutaneous lead (driveline) replacement in past and an ungrounded patient cable was issued. A log file provided to the technical service representative confirmed the pump stoppage events. As of (B)(6) 2018, the patient was doing well and was not bothered by the pump stoppages. The patient is not a surgical candidate will remain on an ungrounded cable. No additional information was provided.